Manufacturer narrative:
The reported field event high impedance was not confirmed in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure the patient's new implantable cardioverter defibrillator (ICD) had high pacing impedance and high defibrillation impedance. The device was not used and replaced within the same operation. Post-procedure the patient was stable.